Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 4524-53, lead implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had low unipolar and bipolar impedance. An insulation breach was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.